Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump while using with irrigation tubing, irrigation continued constantly, the water jet was no longer activated by the pump, seemed pressure inside the water bottle was too high which created a continuous flow in the tubing even when irrigation was deactivated. The issue occurred during a gastroscopic diagnostic procedure during sedation when device. The device was completed using the same device. There was no report of patient harm.